Manufacturer narrative:
A device sample is anticipated but has not yet been rec'd by (B)(4) for eval. A f/u report will be submitted when the eval is completed.

Event description:
Baxter (B)(4) reports the spike of a uv transfer set separated from the port of a uv twin bag during pd therapy. The affiliate notes the pt made this connection with a clean flash machine whose battery was noted to be low post the incident. The pt discontinued treatment and a transfer set change was performed. The affiliate reports no pt injury or medical intervention as a result of the incident.